Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: a dislodged stent returned for analysis, extensive deformation was evident to the entire stent. The delivery system did not return for review. The lot number on inner pouch of the device packaging corresponded with the lot number reported on gch. A photograph of a dislodged stent. Extensive deformation is visible to the entire stent with struts stretched, also what looks to be snare device is attached to the stent. Additional information: the device was inspected before use with no issues noted. The device was prepped per IFU with no issues noted. No resistance was noted during withdrawal of the device and excessive force was not used. The stent was found outside the body once the catheter was removed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: it was reported that a snare was not used to remove the stent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx rx coronary, drug eluting stent was used to treat a very calcified lesion. It was reported that the stent dislodged after removal from the patient and that the catheter delivery system was deformed. The physician used a guide liner and thought the stent was deployed but thinks the calcification and the guideliner made the stent dislodge off the catheter. Another onyx stent was used to treat the lesion. The patient is alive with no injury.